Manufacturer narrative:
The reported events of helix mechanism issue and capturing problem were confirmed. A complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. The measured full helix extension length was within specification. The cause of the reported events was due to the over torqued inner coil in the connector region resulting to internal conductor shorting and the helix clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacing parameters of the right ventricle (rv) lead were not satisfactory. The rv lead helix was failing to extend after a few attempts at repositioning. The rv lead was not used. The physician continued to use a second rv lead and completed the procedure. The patient was in stable condition.